Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cassette door of their cycler after ending the patients pd treatment. No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse has received a new cycler which is working well. The cassette was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date, however no information was found from the cassette device products. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the complaint management system from this customer regarding to the cassette device or other product. No device history review was performed since the lot number is unknown and no information was found on the complaint management system from this customer related to the cassette device.